Event description:
It was reported that the customer had a high blood glucose of 475 mg/dl. He experienced the symptom of excessive thirst. Customer also stated insulin was not being delivered when he would get down to 40 to 50 units. Troubleshooting was performed. The drive support cap appeared normal. Insulin exited the tubing during a manual prime and no air bubbles or leaks were found. Settings were reportedly correct. Customer could not complete troubleshooting as he was a paramedic and received a call at this point. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.